Event description:
User rec'd discrepant bicarbonate results for two pt samples. Sample 1, initial result gave 25.2; repeated twice giving 20.4 and 18.7 mmol per l. Sample 2, initial result gave 26.0; repeated twice giving 21.4 and 19.5 mmol per l. Erroneous results were not reported. No pts adversely affected. If add'l info is rec'd, appropriate notification will be provided.